Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2017, that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer is a (B)(6) year-old female and weighs (B)(6) pounds. The customer noticed many air bubbles in the reservoir and was unable to push the plunger all the way in. During troubleshooting, the customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. It was noted a possible transfer guard or reservoir issue is causing the problem. The customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did persist after the set change. Customer was advised that four replacement reservoirs will be sent back the reservoir will not be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 seal reservoirs. Performed pre-fill reservoirs test. Found no air bubbles and no occluded anomalies during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles and no occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.